Manufacturer narrative:
MFR received date: 28 aug 2019. The gas delivery system (gds) assembly was returned to failure investigation for evaluation. Visual inspection of the gds assembly revealed evidence of broken off red wire from the oxygen solenoid valve assembly. During troubleshooting, the gds assembly showed a defective u1 (sensor air flow amp 1000 sscm) on the air flow sensor pcba. The customer replaced the defective gds to address the reported problem. The unit successfully passed the required performance verification test. The defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. Physical damaged resulted in the red wire broken off from the o2 solenoid valve assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 26apr2019. The manufacturer¿s international service technician confirmed the reported issue. Multiple attempts were made to obtain information on the repair of this device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported alarming: no oxygen connected. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.